Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. The event log shows loss of power alarms. Service will re-install the software as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd solis vip pump failed on the patient and stated system fail battery. No reported adverse effects.